Manufacturer narrative:
D.4. Medical device expiration date: unknown . E.1. Ste 101 3548 meridian st whatcom. H6: investigation summary. A failure of a door failure was reported on a viper lt instrument (p/n 442839, s/n (B)(6)). The customer reported that the instrument door would not close. A bd field service engineer was dispatched and discovered the door lock was broken. The bd fse replaced the door lock and door sensor to resolve the issue. This is a confirmed failure of a bd product. Bd quality did not receive any returned materials for review. Review of device history record for (B)(6) is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history for (B)(6) was reviewed and revealed no previous complaints related to door issues. The root cause was attributed to a failure of the door lock. Bd quality will continue to closely monitor for trends associated with this complaint.

Event description:
It was reported that the bd viper¿ lt system has a door hardware issue and it will not latch. No patient impact was reported. The following information was provided by the initial reporter: "customer reported door hardware issue / will not close."